Manufacturer narrative:
In review, it was noticed that the "establishment name" was inadvertently not entered in the section "e1" of the initial MDR report. Therefore, the information has been captured in this supplemental MDR report and the following field was updated accordingly: section e1: clinique de l¿europe, site st elizabeth device evaluation: the material was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported event cannot be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/ not provided. Implant date: n/a. The healon pro is not an implantable device. Explant date: n/a. The healon pro is not an implantable device; therefore, not explanted. Initial reporter telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cannula luer lock was loose and could not be affixed properly. The cannula got loose from the syringe during injection of the viscoelastic material. No patient issues were reported and no additional information was provided.